Event description:
Reportable based on device analysis completed on 15nov2023. It was reported that visualization issue and catheter kink occurred. The target lesion was located in the subclavian vein. The physician was doing an arteriovenous fistula case when he decided to use intravascular ultrasound. An opticross 18 imaging catheter was selected for use. The catheter was advanced to the target lesion with a 0.018 thruway wire but there was no image when the device was turned on. Upon removal, a catheter kink was noticed. The procedure was completed successfully. No patient complications were reported. However, device analysis revealed the catheter was twisted in the lap joint section.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed a catheter twisted in the lap joint. Impedance test shows an electrical open at distal catheter. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure resulted from a broken coax cable at 0cm to 10cm. Media provided by the client showed evidence of lost image.